Event description:
During transfer of the resident from the bed to the recliner, the sling clip broke. The resident fell to the floor hitting her head left shoulder and head on the floor. No specific injuries reported.